Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#:3006705815-2019-00834. It was reported that the patient's leads had migrated. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post procedure.

Event description:
Device 2 of 2. Reference MFR. Report#:3006705815-2019-00834.